Event description:
The angio-seal device appeared to have been deployed successfully, however, a thrombus later formed. The angio-seal device was removed during vascular surgery when it was discovered that the anchor and collagen were deployed inside a 5mm artery.